Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 1997 ; 28 (suppl.1) :20-30. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received titled: minimally invasive percutaneous plate osteosynthesis (mippo) using the dcs in proximal and distal femoral fractures, injury, volume 28, supplement 1, 1997, pages a20¿a30. Authors: c. Krettek, p. Schandelmaier, t. Nliclau, h. Tscherne. Reportedly: fourteen (14) cases of supracondylar or subtrochanteric fractures or osteotomies was stabilized with a dynamic condylar screw (dcs) inserted using a minimally invasive percutaneous plate osteosynthesis (mippo) technique during a prospective study. It was reported a (B)(6) patient died 6 weeks after trauma. No further information is available. This report is for pins/wires. It is not known if the device was a synthes product. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
No suspected association between death and the use of the product. Correction to outcomes attributed to adverse event from death to other serious. Type of reportable event was corrected from death to serious injury.